Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that the pump was unable to charge past 65% despite charging for several hours. The customer's blood glucose level ranged from 300-400 mg/dl.